Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered inappropriate therapy due to very fast conducted atrial arrhythmia. Programming changes were made. The patient would continue to be followed.